Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high but not out-of-range shock impedances. A high energy shock was delivered and returned lower shock impedance measurements. The lead remains in service.